Event description:
A caller reported experiencing a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. The caller had previously reported similar issues with the pump. Technical support decided to replace the pump and confirmed that the customer was using the most up-to-date software. The customer agreed to use an alternate form of insulin therapy to ensure uninterrupted delivery. Once the replacement pump, equipped with updated software, was sent, the customer was advised on necessary steps, including putting the old pump into storage mode before returning it. The caller acknowledged understanding these instructions and promised to return the problematic pump within ten days.